Event description:
The customer called and reported his insulin pump had alarmed no delivery, which he resolved with a complete set change. The customer's blood glucose was 180 mg/dl. Troubleshooting could not be performed as the issue was already resolved with a set change. A reservoir occlusion could not be ruled out. Customer was advised the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies, and none were found. Conducted occlusion testing, and no occlusions were found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.